Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: health professional administered etoposide using a newly prepared primary normal saline (ns) set that was assembled earlier in the day. Following the etoposide infusion, the writer proceeded to flush the line; however, this action triggered multiple alarms, including upstream occlusion, high pressure, and downstream occlusion. The writer endeavored to resolve these various alarms and successfully completed the flushing of the etoposide. Nevertheless, after disconnecting the chemotherapy, the line was set to infuse the ns at tko, yet the pump continued to signal a downstream occlusion, despite the absence of any apparent obstruction. In response, the writer removed the tubing to clean the interior of the pump with an alcohol swab and examined the tubing for any signs of damage. Upon attempting to reload the tubing, the pump indicated that it was misloaded. The writer then tried to load the tubing into the other three pumps available in the room, but all three exhibited the same misloading issue. Ultimately, the writer had to discard the tubing and establish a new line to administer the other prescribed medications.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.